Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failure was confirmed and the user interface holder was replaced. The ventilator was returned to clinical use. No parts were returned for investigation. The failure was confirmed with a photo provided the fse. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke. There was no patient harm. (B)(4).